Event description:
It was reported by a neurologist via clinic notes that a vns pt was having an increase in complex partial seizures and had a generalized tonic-clonic seizure on (B)(6) 2011. The pt has been referred for generator replacement surgery.

Event description:
Additional information was received regarding the patient. The patient had their generator replaced. The generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information indicated that product analysis has been completed on the generator. Results of diagnostic testing and monitoring indicated the device was operating properly. The data in the (B)(6) memory locations revealed that 93.703% of the battery had been consumed. Results of diagnostic testing indicated that the battery status indicated ifi=yes. The battery voltage value stored within the generator (2.772 volts reported during fet) suggests the device is at an ifi condition, the battery is partially depleted. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.